Manufacturer narrative:
Product ID 8780, serial# (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the flipped pump was unknown. The pump and catheter were revised on (B)(6) 2020 and the issue was resolved. The patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. Gablofen (baclofen) was reported to be in the pump, with an unknown dose and concentration. The reason for use was not reported. It was reported that the patient¿s pump is flipped. The hcp had issues with 3 tablets/communicators not being able to read the flipped pump but were able to read the pump with an 8840 programmer. Caller stated the hcp confirmed the pump had flipped at the time of the pump refill ((B)(6) 2019). It was unknown if the doctor utilized all suture loops when the pump was implanted. The patient is "fairly heavy with a lot of adipose tissue" so the doctor may move the pump up near the rib cage when they revise it but did not know when that would occur. The rep will confer with the hcp. There was no injury to the patient. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative on (B)(6) 2020. It was reported that the biggest factor playing into the pump flipping was that the patient likes to manually manipulate or twiddle with it. The patient had "some withdrawal" symptoms. A side port access procedure was attempted but was not successful. The catheter was revised and the doctor removed the "affected portion." The patient's weight was unknown. It was noted the doctor had no further information about the event. The patient's status at the time of the event was alive - no injury. No further complications were reported.